Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified Bard Mesh (Bard Flat Mesh) on(b)(6) 2013. As reported, the patient is making a claim for an adverse patient outcome against the Bard Mesh (Bard Flat Mesh). Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.Addendum per additional information provided:(b)(6) 2013- Patient was diagnosed with right inguinal direct hernia thereby underwent open repair with implant of Bard Flat Mesh. Per op notes, ¿A large direct hernia defect was identified in right inguinal region and was dissected. A Bard Flat Mesh was then placed on the defect and sutured¿. (b)(6) 2015- Patient was diagnosed with small bowel obstruction, abdominal pain, thereby underwent laparoscopic repair with partial explant of Bard Flat Mesh. Per op notes, ¿The scar tissue was excised. There was a malpositioned Bard Flat Mesh identified hanging into abdominal cavity and the mesh was excised. Then on the right inguinal region, hernia was identified and was dissected. Adhesions were lysed¿. (b)(6) 2015- Patient was diagnosed with recurrent right inguinal direct hernia thereby underwent open repair with implant of synthetic mesh. Per op notes, ¿A direct inguinal hernia was identified in right inguinal region and was dissected. Some of old mesh was identified and was left in place. A synthetic mesh was then placed in right inguinal region and was sutured.¿

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum:This supplemental eMDR is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-Feb-2013) is considered to be a best estimate. Updated Fields: A2,B3,B4,B5,B6,B7,D3,D4 (Product Catalog No., UDI No, Expiry date, Corporate Lot No.), D.6b (Date of Explant),G3,G6,H2,H4,H6, H10. Note: Section A through F - The information provided by BD represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to BD.

Manufacturer narrative:
NO CONCLUSIONS CAN BE MADE. THE PATIENT'S ATTORNEY ALLEGES "PAST, PRESENT, AND FUTURE DAMAGES, INCLUDING BUT NOT LIMITED TO, MENTAL AND PHYSICAL PAIN AND SUFFERING FOR SEVERE AND PERMANENT PERSONAL INJURIES SUSTAINED BY THE PATIENT"; HOWEVER, NO DETAILS HAVE BEEN PROVIDED. NO LOT NUMBER HAS BEEN PROVIDED; THEREFORE, A REVIEW OF THE MANUFACTURING RECORDS IS NOT POSSIBLE. SHOULD ADDITIONAL INFORMATION BE PROVIDED, A SUPPLEMENTAL EMDR WILL BE SUBMITTED.

Event description:
ATTORNEY ALLEGES THAT THE PATIENT UNDERWENT SURGERY FOR IMPLANT OF AN UNSPECIFIED BARD MESH (BARD FLAT MESH) ON (B)(6) 2013. AS REPORTED, THE PATIENT IS MAKING A CLAIM FOR AN ADVERSE PATIENT OUTCOME AGAINST THE BARD MESH (BARD FLAT MESH). ATTORNEY ALLEGES GENERAL ALLEGATIONS FOR "PAST, PRESENT, AND FUTURE DAMAGES, INCLUDING BUT NOT LIMITED TO, MENTAL AND PHYSICAL PAIN AND SUFFERING FOR SEVERE AND PERMANENT PERSONAL INJURIES SUSTAINED BY THE PATIENT." IT IS ALSO ALLEGED THAT THE PATIENT EXPERIENCED EMOTIONAL DISTRESS AND THE DEVICE WAS DEFECTIVE.